Event description:
Aortography, bilateral lower extremity angiography, stenting of the left common iliac artery completed on (B)(6)2010. Angioseal closure device utilized. No identified procedure placement noted. Initially no hematoma or bleeding at site noted. Post procedure, pt began to complain of pain in groin. CT abdomen and pelvis indicated large retroperitoneal hematoma. Pt was taken to surgery for exploration. While in holding area for surgery, pt experienced a cardiopulmonary arrest. The pt was intubated and during surgery had an exploration of the left groin with repair of left common femoral artery. Pt developed dic and multiple system organ failure resulting in death. Pt had received numerous units of ffp, lrbc and cryoprecipitate. Pathology reported, a container labeled angioseal closure device and a small piece of irregular shaped pink-tan tissue with suture attached. Within the tissue is a hard, clear, plastic fragment. Physician indicated "maldeployment" of angio-seal closure device in the dictated death summary. Dates of use: (B)(6)2010. Diagnosis or reason for use: post procedure - left common iliac angiography with stent. Event abated after use: no.